Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator for pain stimulation experienced pain and a lack of stimulation. The patient noted that the neurostimulator's battery was not draining as quickly as it previously did and reported a change in sensation, specifically a decrease in the strong tingling felt when flexing their back. The patient mentioned that these issues began approximately two months prior and denied any falls or trauma. The patient also indicated that they once allowed the neurostimulator to deplete, which took a while to recharge, and speculated that they might have changed stimulation groups during this process. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.